Manufacturer narrative:
Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Service history review: no service history review can be performed as this is a lot controlled item. The manufacture date of this item is february 8, 2013. The source of the manufacture date is the release to warehouse date. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip an impactor broke into two (2) pieces during a surgical procedure on (B)(6) 2015. The device was reportedly taped in order to complete the procedure. Neither the tip, nor the fragments entered the patient. The surgery was completed successfully. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Service and repair evaluation - the customer reported the tip of the impactor broke into two pieces. The repair technician reported the teflon tip was damaged. Damaged component is the reason for repair. The item is not repairable. The cause of the issue is unknown. The item will be forwarded to the complaint handling unit. The evaluation was confirmed. Device investigation summary ¿ the dhs/dcs impactor is noted in two technique guides: lcp dynamic helical hip system (dhhs) and dhs/dcs dynamic hip and condylar screw. In both instances the impactor is utilized to aid in plate implantation and to ensure the plate is fully seated into position. The returned instrument was forwarded to service and repair where the complaint condition was able to be confirmed; additionally photographs were taken and forwarded to the customer quality unit for investigation. Upon examination the complaint condition was able to be confirmed as the photographs show a severely damaged impactor head which is deformed, chipped and missing a portion of the distal tip. No definitive root cause is able to be determined as method of use at the time of failure was not available however the failure mode is consistent with rough use/handling. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information ¿ it was confirmed that there was no surgical delay.

Manufacturer narrative:
Device investigation summary ¿ relevant drawings for the returned instrument were reviewed: top-level; handle; tip for dhs/dcs impactor assembly; and tip for dhs/dcs impactor. The design, materials and finishing processes were found to be appropriate for the intended use of these devices device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.